Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the electrode at the tip of the wand fell off during hip arthroscopy labral repair. The surgeon was able to retrieve the broken part by using a grasper. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported. It is unknown if there was a delay.